Manufacturer narrative:
(B)(4). D10 - medical product: articular surface medial congruent (mc) catalog # 42540200032, lot # 64874860. All-poly patella catalog # 42532007101, lot # 64851749, natural tibia cemented catalog # 42512100813, lot # 64842682 competitor cement catalog # unknown, lot # unknown. Multiple MDR reports were filled for this event: 0002648920-2022-00185. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported patient manipulation under anesthesia due to lysis of adhesions and limited range of motion in knee one year post implantation. Attempts to obtain additional information have been made; however, no more is available.